Manufacturer narrative:
Information contained in this report was previously submitted through asr on 24/apr/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and patient's concern of device.

Event description:
Patient reported ¿some pain underneath¿. Additionally, healthcare professional reported a ¿textured to smooth device exchange due to the patient's concerns¿. The device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, black and yellow particles. Leak test was performed and no leakage was found. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: g.1., h.3., h.6.

Event description:
Patient reported ¿some pain underneath¿. Additionally, healthcare professional reported a ¿textured to smooth device exchange due to the patient's concerns¿. The device was explanted. This record is for the right side.